Event description:
According to the report, the device intermittently loses power. There were no reports of any adverse effects to patients as a result of the reported problem. The hospital biomedical dept could not reproduce the reported problem. The device was sent to physio-control for evaluation.

Manufacturer narrative:
Physio-control evaluated the device, and observed proper operation through functional and performance testing. Physio could not reproduce the reported problem, and could not determine root cause. Physio is waiting for authorization from customer to repair non-critical discrepancies not related to the report.